Event description:
The ventilator was alarming and stopped ventilating the patient. The rn responded immediately and began bagging the patient. The patient did not desaturate. The respiratory therapy dept responded with a replacement ventilator. No harm to the patient. There have been 4 similar type of events with the puritan bennett ventilators.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 501 mg/dl, 501 mg/dl, 501 mg/dl, and 180 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0908540 was returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The two hi readings reported were found in meter's memory during the time of the reported event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to display readings of 20 mg/dl to 500 mg/dl. This meter does not show a numeric value greater than 500 mg/dl. A blood glucose reading above 500 mg/dl will read as a "hi" in the adc meter.